Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump shut off unexpectedly. The pump was connected to a power source and was able to be turned on. When the pump turned the pump indicated a data log corruption had occurred. In addition, the customer reported the battery gauge was stuck at 5% and the pump was unable to be charged. There was no reported impact to the customer's blood glucose level. Reportedly the customer has manual injections as alternate insulin therapy.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged shutdown/data malfunction was verified. The alleged charging malfunction could not be verified.